Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp implantable port attached to a groshong catheter were returned for evaluation. Gross visual, microscopic visual, functional and dimensional evaluations were performed on the returned device. A partial circumferential break was noted approximately 5.9cm from the distal end of the cath-lock. A partial compound break was noted approximately 7.0cm from the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be jagged and surface was noted to be round and rough on both regions. The edges of the compound break on the attached catheter were noted to be uneven and surface was noted to be round and smooth on both regions. Small splits were noted on the border of both regions. Upon infusion, leaks from both breaks were observed. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2022), g3, d6. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, six months, and thirteen days post a port placement, when the port was removed, it was allegedly found to be fractured in two places. There was no reported patient injury.

Event description:
It was reported that approximately three years and seven months post a port placement, when the port was removed, it was found to be fractured in two places. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.